Event description:
Per the clinic, the patient experienced pain and facial nerve stimulation with device use. The patient has been advised not to use the device.

Manufacturer narrative:
(B)(4). Implanted device remains.